Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted tka surgery, during the femur and tibia free collection stage, a mapping error occured. When starting to collect, the mapping green dots disappeared and yellow tibia bone dots, not gray, appeared as if it had already been collected. To continue with the case, system was rebooted. No delay occurred and patient was not harmed due to this incident.

Manufacturer narrative:
Section h3, h6: the navio surgical system korea, part number rob00079, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Although the product was not returned for evaluation, the log files were downloaded and submitted for investigation. The screenshots provided confirmed the image was displayed as already collected. The symptoms relating to the problem can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.